Event description:
During procedure part of the teflon coating came off of the laparoscopic coag tip, inside the patient. Debris was flushed and removed. A second tip was opened to complete procedure.additional information obtained from the site:the generator power setting was 24 or 215 watts.device is single use. Manufacturer response (as per reporter) for l-wire megatip with shaft, megadyne e-z cleanmanufacturer provided rga for product return evaluation.